Event description:
Catastrophic wear of the polyethylene liner with resultant osteolysis, necessitated replacement of hardware in knee. The pt was admitted for revision of the tibial component and polyethylene exchange.